Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2024-00051 since there is more than 1 device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by consumer who contacted the company to report adverse events and a product complaint (pc), concerned a 62-years-old asian female patient. Medical history she was having severe brittle type ii diabetes since 2013. On an unknown date in 2018, her ovary removed. Concomitant medications included acarbose and sitagliptin phosphate monohydrate for an unknown indication. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injection (humalog mix 25) from cartridge via reusable pen humapen ergo ii, at a dose of 10 international units (iu) thrice a day (or 20 iu in morning and 10 iu in evening), via subcutaneous route, for the treatment of type ii diabetes mellitus, beginning on an unknown date in 2013. On an unknown date in (B)(6) 2024 while on insulin lispro protamine suspension 75%/ insulin lispro 25% therapy, she experienced that humapen ergo ii device plunger was not working properly getting stuck in between the administration due to which insulin administration was not happening properly (pc: (B)(4) lot: unknown). Since an unknown date, she used second humapen ergo ii device but experienced same device issues (pc: (B)(4) lot: unknown). Due to such continuous incident, her sugar increased (first episode), and she was admitted in the hospital on (B)(6) 2024. On (B)(6) 2024, she was discharge from the hospital. On an unknown date, she started using third humapen ergo ii device, and experienced same device issues (pc: (B)(4), lot: d631020), her fasting sugar increased till 425 dl/mg (second episode). On (B)(6) 2024, she stopped using insulin lispro protamine suspension 75%/ insulin lispro 25% due to device issues. On (B)(6) 2024, she started taking unspecified insulin through bd syringe needle and her sugar was in controlled like 109 till 152 mg/dl. Reportedly, she was not comfortable to administer the insulin with syringe needle as it was painful for her. Information regarding the corrective treatment and further hospitalisation details was not provided. The outcome of the event incorrect dose administered was unknown while remaining events were recovered. The status of insulin lispro protamine suspension 75%/ insulin lispro 25% therapy was unknown. The operator of the humapen ergo ii devices was the patient, and her training status was not provided. The general humapen ergo ii model duration of use and the suspect duration of use was not provided. The action taken with humapen ergo ii devices and their return status was not provided. The reporting consumer did not know if event sugar increased (first episode) was related while did not provided relatedness of remaining events with insulin lispro protamine suspension 75%/ insulin lispro 25% therapy. The reporting consumer related event sugar increased (first episode) but did not provide relatedness of remaining events with first and second suspect humapen ergo ii devices but did not provide relatedness of all events with third suspect humapen ergo ii device. Update 30-sep-2024: additional information was received from the consumer via psp on (B)(6)2024. Updated the batch number of third huma ergo pen 2 device from unknown to d631020 ((B)(4)). Upon review of the information received on (B)(6) 2024, updated the batch number of insulin lispro protamine suspension 75%/ insulin lispro 25% drug from d631020 to unknown. Updated narrative accordingly. Update 07-oct-2024: additional information was received from initial reporting consumer on (B)(6)2024 and (B)(6) 2024, and from responsible complaint personal on (B)(6) 2024 which were processed together. Added one non-serious event of blood glucose increased. Updated outcome of serious event blood sugar increased as recovered, added event start date and hospitalisation dates; and updated as reported causality for suspect drug and devices (for serious event blood sugar increased). Updated previously coded event missed dose as incorrect dose administered. Added insulin lispro protamine suspension 75%/ insulin lispro 25% two drug dosage regimens, stop date and updated unit as iu. Added lab data. Added patient demographics (date of birth, height and weight and updated age). Updated narrative with new information. Edit 09oct2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Edit 10oct2024: upon internal review corrected lot # d631020. Updated narrative accordingly (correctly reported in product tab).

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by consumer who contacted the company to report adverse events and a product complaint (pc), concerned a 62-years-old asian female patient. Medical history she was having severe brittle type ii diabetes since 2013. On an unknown date in 2018, her ovary removed. Concomitant medications included acarbose and sitagliptin phosphate monohydrate for an unknown indication. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injection (humalog mix 25) from cartridge via reusable pen humapen ergo ii, at a dose of 10 international units (iu) thrice a day (or 20 iu in morning and 10 iu in evening), via subcutaneous route, for the treatment of type ii diabetes mellitus, beginning on an unknown date in 2013. On an unknown date in (B)(6)2024 while on insulin lispro protamine suspension 75%/ insulin lispro 25% therapy, she experienced that humapen ergo ii device plunger was not working properly getting stuck in between the administration due to which insulin administration was not happening properly (pc: (B)(4) lot: unknown). Since an unknown date, she used second humapen ergo ii device but experienced same device issues (pc: (B)(4) lot: unknown). Due to such continuous incident, her sugar increased (first episode), and she was admitted in the hospital on (B)(6) 2024. On (B)(6) 2024, she was discharge from the hospital. On an unknown date, she started using third humapen ergo ii device, and experienced same device issues (pc: (B)(4), lot: 2303d01), her fasting sugar increased till 425 dl/mg (second episode). On (B)(6) 2024, she stopped using insulin lispro protamine suspension 75%/ insulin lispro 25% due to device issues. On (B)(6) 2024, she started taking unspecified insulin through bd syringe needle and her sugar was in controlled like 109 till 152 mg/dl. Reportedly, she was not comfortable to administer the insulin with syringe needle as it was painful for her. Information regarding the corrective treatment and further hospitalisation details was not provided. The outcome of the event incorrect dose administered was unknown while remaining events were recovered. The status of insulin lispro protamine suspension 75%/ insulin lispro 25% therapy was unknown. The operator of the humapen ergo ii devices was the patient, and her training status was not provided. The general humapen ergo ii model duration of use and the suspect duration of use was not provided. The action taken with humapen ergo ii devices and their return status was not provided. The reporting consumer did not know if event sugar increased (first episode) was related while did not provided relatedness of remaining events with insulin lispro protamine suspension 75%/ insulin lispro 25% therapy. The reporting consumer related event sugar increased (first episode) but did not provide relatedness of remaining events with first and second suspect humapen ergo ii devices but did not provide relatedness of all events with third suspect humapen ergo ii device. Update 30-sep-2024: additional information was received from the consumer via psp on 24-sep-2024. Updated the batch number of third huma ergo pen 2 device from unknown to d631020 (B)(4)). Upon review of the information received on 14-sep-2024, updated the batch number of insulin lispro protamine suspension 75%/ insulin lispro 25% drug from d631020 to unknown. Updated narrative accordingly. Update 07-oct-2024: additional information was received from initial reporting consumer on 16-sep-2024 and 19-sep-2024, and from responsible complaint personal on 01-oct-2024 which were processed together. Added one non-serious event of blood glucose increased. Updated outcome of serious event blood sugar increased as recovered, added event start date and hospitalisation dates; and updated as reported causality for suspect drug and devices (for serious event blood sugar increased). Updated previously coded event missed dose as incorrect dose administered. Added insulin lispro protamine suspension 75%/ insulin lispro 25% two drug dosage regimens, stop date and updated unit as iu. Added lab data. Added patient demographics (date of birth, height and weight and updated age). Updated narrative with new information. Edit 09oct2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Edit 10oct2024: upon internal review corrected lot # d631020. Updated narrative accordingly (correctly reported in product tab). Edit 16-oct-2024: this case was unlocked inadvertently, hence, no changes were made to the case. Edit 16-oct-2024: upon review of information dated 16-sep-2024, added one amendment row with follow-up receipt date of 16-sep-2024 in general tab. Corrected follow-up receipt date in narrative updated statement as 01-oct-2024 (previously 03-oct-2024). No other changes were made to the case. Update 20oct2024: additional information received on 17oct2024 from global product complaint database. Updated the lot number from d631020 to 2303d01 related to suspect humapen ergo ii device relating to pc number (B)(4). Narrative and corresponding fields were updated accordingly. Update 12-may-2021: information was received from the consumer via psp (patient support program) on 11-may-2021. No new medically significant information was received. No other changes were made to the case. The patient had been called for several times but did not pick up. The case remained non valid as there was no valid identifiable suspect product. Update 21-oct-2024: information was received from the affiliate on 18-oct-2024. No new medically significant information was received. No other changes were made to the case. It was confirmed by affiliate that due to non availability of hcp details further follow up was not possible. Update 23oct2024: additional information received on 18oct2024 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/ european and canadian (EU/ca) device fields for the suspect humapen ergo ii devices associated with product complaints (B)(4). Corresponding fields and narrative updated accordingly. Update 04-nov-2024: information received on 29-oct-2024 from internal communication. No further details were provided.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 23oct2024 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2024-00051 since there is more than 1 device implicated. Lss analysis summary a female patient reported that the plunger of her humapen ergo ii device "was not working properly getting stuck in between the administration due to which insulin administration was not happening properly." The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.